Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited oversensing of noise resulting in pacing inhibition. Programming changes were discussed, no intervention was performed. The patient was in stable condition.